Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion sets was fell off during use on (B)(6) 2024. The blood glucose level was 113 mg/dl at the time of event. The infusion set was in use for 30 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.